Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a myocardial infarction. The event was manifested by chest pain. On an unreported date, the patient was hospitalized for the event. Cause of the event, treatment details, action taken with pd therapy, and patient recovery status were not reported. No additional information is available.

Manufacturer narrative:
A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.